Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three evacuated containers were "broken." This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
An actual sample was not received. The actual device was not available; however, two photographs of the sample were provided for evaluation. The photograph shows there are three damaged evacuated containers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.